Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was left on the desk with a note: the device would not open and close correctly. Unknown how the case was completed. No adverse consequence to the patient was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out; the orange indicator was not visible. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.